Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular (rv) lead and pacemaker exhibited oversensing of noise that led to pacing inhibition with asystole less than two seconds. The noise was able to be reproduced with isometrics. A lead safety switch (lss) occurred changing the polarity from bipolar to unipolar due to high out of range pacing impedance measurements. The impedance measurements were greater than 2500 ohms in both bipolar and unipolar sensing configurations during testing. It was also noted that the rv threshold was elevated from 0.7 volts at last interrogation to 5 volts. A lead fracture was thought to be a possible cause, however it was not confirmed. A revision procedure was performed where the rv lead was surgically abandoned and the pacemaker was explanted. No additional adverse patient effects were reported.